Event description:
An olympus representative reported to olympus, on behalf of the customer, a line appears as the tip is operated on the endoeye flex deflectable videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the image disappears at an angle. In addition, the bending angle is insufficient due to the elongation of the angle wire, the angle fixing part of the operation part was loose and the adhesive was missing. It was also noted, scratches were found on the operation part, the angle lever, the up/down plate, the right/left plate, the video connector, the video connector case, the light guide connector, the surface of the light guide cover glass, and the bending section. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to defect of the charged coupled device (ccd) unit, or the failure of the internal circuit board of scope connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.